Event description:
The wire shorted out causing a flash fire in the circuit. Staff members were in the room, therefore, the circuit was removed immediately. There was no pt injury. The rptr did not have specific pt info.